Event description:
As reported, while surgeon was reaming during a procedure on this (B)(6) y/o female, the pilot tip broke off in the patient¿s bone. X-ray was taken to confirm where the tip was. The surgeon could not retrieve it and it was left in the patient's bone. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (d4) lot number: 128491013 (h3) the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip.